Event description:
The customer reported that the fess case receiver was not being identified. No pt injury was reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative guided the customer into removing and reconnecting the receiver cable. The system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.